Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced recurrent low glucose after meal announcements while using the ilet, with one documented blood glucose of 53 mg/dl and treatment with oral fast-acting carbohydrates; the user described being insulin sensitive and acknowledged using meal announcements as corrections for high glucose, which constituted an improper method and a usage issue related to the user interface and process. Symptoms included hypoglycemia and malaise. Outcomes included the need for unexpected medical intervention in the form of medication/ingestion of oral glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically improper or incorrect procedure centered on using meal announcements as correction doses, associated with the user interface and instructions for use. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.